Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a saccular 53 mm in diameter and 20 mm in length thoracic aortic aneurysm. The proximal neck was 29 mm in diameter. The common iliac artery was mildly calcified. A CT showed the aneurysm at 60 mm in diameter due to a type ia endoleak. A year later the CT showed the aneurysm at 68 mm in diameter and it was confirmed that the endoleak was residual. The following year the aneurysm diameter had expanded, the patient was treated with a valiant stent graft on the proximal side of the 3232, however, the endoleak did not resolve. Therefore, another valiant stent graft was implanted on the proximal side of 3232200. When the devices were implanted, a chimney technique was also performed to save the left common carotid artery. The endoleak resolved and the procedure was completed. The physician assessed relationship to the device is unknown and not related to the procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4) results: inherent risk of procedure (endoleak); lack of information, cause of event is unknown.